Event description:
Pt's pulse oximeter not alarming in the hallway, nor inside of the room. Pt found by the nursing staff during routine rounds. Code blue called and pt revived. Significant change in the level of consciousness. Pt expired on (B)(6) 2011. The care team did not recognize the equipment problems as part of the event triggers. The equipment was cleaned up and placed back in use. Unk the exact unit that was affected. In a separate event, a pulse oximeter did not alarm either in the room or in the hallway. The pulse ox was determined to be connected properly. This is believed to be the unit in question and is the device reported. Additionally, the investigation revealed that if the alarm on the n359 is silenced, it does not alarm again until the unit receives a signal from the sensor or the unit is reset. This is in contrast to the n595 model, which will alarm again in 60 seconds even if neither event occurs.